Event description:
The nurse reported a system message displayed during the case. The nurse rebooted the system three times before the system message cleared. This delayed the case 7-8 minutes. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and did not duplicate the system message reported. The system message was found in the event log. The power cord, ac power entry module and cpu battery were replaced for diagnostic purposes. The system was then tested and met all product specifications. (B)(4).